Event description:
During evaluation of a returned homechoice device, a high drain error 110 (night drain #10) alarm was identified in the log. Athis alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 07:40:21. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.